Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: holter monitor strip shows what appears to be rv loc following a pvc. Rate dropped to 30 bpm. Suggested bringing patient in and perform isometrics. Should additional information be received, this file will be updated.